Event description:
It was reported that during a surgical procedure the endowrist prograsp instrument snagged and tore tissue. The physician stopped using the device and finished the procedure with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.